Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). This medwatch is being filed to relay additional information. Review of the most recent repair record determined the ratchet handle was getting stuck. The sliding pin and ratchet gear were replaced and resolved the reported issue. Device is used for treatment. A definitive root cause cannot be determined. No corrective actions, preventive actions, or field actions resulted after investigation of this event. The event is confirmed.

Event description:
No additional event information.

Manufacturer narrative:
This event has been recorded by zimmer biomet under cmp(B)(4). . Once an evaluation of this device is completed, a follow-up/final report will be submitted. Telephone number: (B)(6).

Event description:
It was reported that the ratchet handle is not working as a ratchet. It needs to be turned a full 300 degrees to get the graft through. Device was also not chewing or tearing skin during surgery. There was no procedure delay, no harm or injury, and no additional grafts required. No adverse events were reported as a result of this malfunction.